Manufacturer narrative:
A ge oec svc rep investigated the issue and found a failing cpu. The sbc was upgraded and associated boards and software were upgraded as per procedure. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. This facility was unable to, or would not provide any further pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys failures and cmos checksum errors. Unreliable boot up.